Event description:
It was reported to boston scientific corp that during a procedure using radial jaw biopsy forceps. The jaw could not be drawn back into the endoscope channel. Physician had taken 3 to 4 biopsy samples without any problem but, while trying to take another biopsy sample after the jaw was opened and closed again, it was not possible to withdraw the jaw back into the delivery catheter. The physician decided to retrieve the forceps together with the endoscope. The procedure was completed with another of the same device with no pt complications. The physician examined the forceps after removal and realized that the jaw was not straight, an inclination was preventing the jaw from being drawn back into the catheter. The physician attempted to straighten the jaw when he realized that one of the pullwires had broken. Additionally, the physician realized the endoscope had sustained damage, a leakage inspection was performed, the endoscope had a leak and will require repair.